Event description:
It was reported that the patient with the implantable cardioverter defibrillators (ICD) device received an inappropriate shock which was believed to be caused by electromagnetic interference (emi) while at the store using a motorized cart. Patient was admitted to the emergency room (ER) however patient was blacked out so can't recall if additional shocks were received or not. There were noisy signals noted on this right ventricular (rv) lead in the past. Technical services recommended to contact the clinic and no adverse patient effects were reported. This rv lead remains in service.